Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion, which was not reproduced due to a load set followed by system error 320 at power up. The symptom was confirmed and found to be caused by a failed upstream sensor with cracks on the tail pins. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.